Manufacturer narrative:
Surgeon wanted to use a ceramic head/liner on a young patient with a summit stem. Surgeon was advised that the summit porous stem was the only summit system stem currently approved by the FDA. She opted to used the summit ha stem instead knowing it was "off label use". Dos: (B)(6) 2013 (right hip). The devices associated with this report are presumed yet implanted. A complaint database search finds no other reported incidents against the provided product and lot combinations. Per the depuy approved component guide cat. # 0612-91-511 revision 3 the summit ha coated stem is not approved for use with ceramic on ceramic articulating devices. The surgeon was notified and chose to implant the non-approved stem. The root cause is attributed to surgeon choice/error. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Surgeon wanted to use a ceramic head/liner on a young patient with a summit stem. Surgeon was advised that the summit porous stem was the only one currently approved by the FDA. She opted to used the summit ha stem instead knowing it was "off label use".